Event description:
A customer reported a suspect positive cyclesure biological indicator (bi) after a completed sterrad 100s cycle. It was the first cycle of the day and included a 10 mm 30 degree scope, a harmonic scalpel, a doppler probe, and a system 6 battery. The bi media color post incubation was yellow. The harmonic scalpel was not recalled from the affected load. No human reactions were reported to date due to this event. It is unknown where in the chamber the bi was placed during the cycle. The results of the bis in the previous and subsequent loads were negative. The customer stated that they followed the recommended asp product IFU for handling bis.

Manufacturer narrative:
Concomitant device: 10 mm 30 degree scope, harmonic scalpel, doppler probe, system 6 battery - part numbers and serial numbers unk, sterrad 100s - (B)(4). (B)(4) - suspect positive bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the complaint history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed and found the lot 31591z to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The complaint history for the cyclesure bi did not reveal a trend for suspected (B)(6). The service history review was not performed to address a (B)(6). Service was canceled by the customer. The customer stated that the issue was due to user error. There was no issue with the sterrad 100s system trending analysis for suspected (B)(6) issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the risk is considered to be none/negligible. The customer stated that the issue was due to user error, but could not recall the details. The person who handled the (B)(6) was retrained on the (B)(6) and sterrad process. The customer did not return complaint samples and did not report the correct lot number. Therefore, retain testing was not performed. The lot number was reported as 315912 which is incorrect and is most likely 31591z.